Manufacturer narrative:
We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received (B)(4) closed samples to analyze this complaint. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.09 kgf in average and 0.46 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum) we have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.91 kgf in average and 1.85 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum) however, sewing test on artificial skin tissue has been conducted with the some closed samples received and fraying appears when pulling the thread through the tissue as can be seen in enclosed picture. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
Additional information and investigation results will be provided, if applicable.

Event description:
It was reported that there was an issue with the optilene. The needle was noted to be tearing from the suture. The malfunction occurred at an oncological center. Additional information was not available.